Event description:
It was reported that the packing and device had foreign matter. Upon unpacking a impulse guide catheter, it was noted that the inside of the packaging and on the hub wings there appeared to be dirt or dust. There was no patient involved and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an impulse catheter inside a sealed inner packaging pouch. Visual inspection of the packaging revealed small brown flakes within the packaging. The device was sent to the bsc material testing analysis & characterization ((B)(4)) lab for further testing, which identified the brown substance as protein commonly associated with human finger cells. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the packing and device had foreign matter. Upon unpacking a impulse guide catheter it was noted that the inside of the packaging and on the hub wings there appeared to be dirt or dust. There was no patient involved and no patient complications were reported.